Event description:
The clinic reported that during a phacoemulsification procedure the machine presented an error. The amo tech support advised the doctor to re-prine the system however the doctor had decided to convert the procedure to an extracapsular cataract extraction procedure to remove the lens.

Manufacturer narrative:
(B)(4). Surgical incision enlarged. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.